Event description:
During a lap cholecystectomy, when the doctor has to use the device it dosen't work, the clip dosen't go out and the ones that go out have incorrect shape. No pt consequence. One device returning.